Event description:
It was reported when the device was used during a low anterior resection procedure, the staples malformed. The case was completed using sutures. Consequently, the patient received a ileostomy. There were no other patient consequences.